Event description:
Material: unknown. Batch#: unknown. Verbatim: rcc received a complaint via email. 50ml. Wanted to share a new problem with bd syringes that we uncovered this week. We¿ve had multiple reports of syringes with a slightly opaque residue inside the syringe. 30 ml and 50 ml. Unfortunately, I don¿t have lot numbers at this time but if we identify additional issues, I will send them. Pelase let me know if you¿d like this product returned. It was used to compound a non-hazardous dose so would not have to be decontaminated.

Manufacturer narrative:
In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown. Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
No additional information.

Manufacturer narrative:
Based on the photo provided, the material number could not be identified; therefore, a manufacturing site could not be assigned to the complaint for further investigation.